Event description:
CT scan injector syringe broke while initializing and made a popping sound. Not used on a patient. Sterile saline was in the syringe. Syringe was removed and checked area for broken parts.